Manufacturer narrative:
Updated data: b5 h2 h3 h6 image review: static images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. An image of the valve deployed just prior to the point of no recapture shows the evolut positioned at a depth of approximately 5-6mm. The valve appears to have dislodged aortic after release for unknown. The dislodgement event was not provided for review thus this review is inconclusive. Of note, as listed in the instructions for use (IFU), potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Conclusion: the investigation is ongoing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, no pre-implant balloon dilatation was performed. During the deployment, the starting point was at the bottom of pigtail at an implant depth of 5 millimeter (mm) on the non-coronary cusp (ncc) and left coronary cusp (lcc). A non-medtronic guidewire was used during the procedure.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a annulus measuring 20 mm and a small sinus of valsalva (sov), after final release, the valve dislodged into the ascending aorta. A non-medtronic valve was subsequently implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.